Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert. Review of the device data revealed the alert was for high out-of-range shock impedance. The issue had been occurring intermittently and there were previous alerts stored. At this time, the crt-d remains in service and no adverse patient effects were reported.